Event description:
A web form complaint was received in which it was reported a customer received a check sensor error message on the adc device and was unable to obtain readings. As a result, customer experienced sweating, shaking and ¿could not think and stand but still conscious¿, requiring third party administration of baqsimi 3mg per nasal spray for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed on sensor patch. Sensor plug was properly seated and no physical damage observed on sensor patch. Insertion failures (event log 2) was observed. Watermark was not observed at the base of the tail. No failure modes were observed upon visual inspection of the plug assembly. Lid was completely peeled off. Inspected the platform and no issues were observed. Issue is not confirmed to tail not properly inserted. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.